Event description:
It was observed that during the device evaluation, the instrument exhibited a broken probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. During the output activation, the probe was contacting hard tissue, metal objects or surgical instruments. 2. Due to ultrasonic vibration, scratches were generated. 3. A force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. And the error occurred. 4. A load was applied to the probe, causing it to break off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.